Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient was experiencing incontinence with her bladder and her bowel when the stimulation was used. Reprogramming was attempted, but did not resolve the issue. It was reported the patient intended to have the scs system removed.